Event description:
An critical alert related to the subject device was sent by the remote monitoring system on (B)(6) 2018. The patient came in to the hospital and the physician was unable to interrogate the device, despite two separate programmers being used and the location being changed to exclude the possibility of external interference disrupting the telemetry. No green lights were observed on the programmer head.

Event description:
An critical alert related to the subject device was sent by the remote monitoring system on (B)(6)2018. The patient came in to the hospital and the physician was unable to interrogate the device, despite two separate programmers being used and the location being changed to exclude the possibility of external interference disrupting the telemetry. No green lights were observed on the programmer head.

Manufacturer narrative:
The preliminary analysis suggests that the reported interrogation failure was due to battery depletion.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190308 - file-2018-03900 - analysis_and_closure_report_resp-2019-00277.pdf].

Event description:
An critical alert related to the subject device was sent by the remote monitoring system on (B)(6)2018. The patient came in to the hospital and the physician was unable to interrogate the device, despite two separate programmers being used and the location being changed to exclude the possibility of external interference disrupting the telemetry. No green lights were observed on the programmer head.